Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a dislodgement. The lead was found in the upper superior vena cava (svc) area of vein. It was also observed that the lead exhibited no capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.